Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The shoulder pack with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the shoulder pack revealed that the device had its main flap fabric deteriorated; however, the plastic window was not damaged. As a result, the reported damaged plastic window event was not confirmed. The most likely root cause of the main flap fabric damage can be attributed to wear and/or due to handing of the bag. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because the plastic window on the shoulder pack was damaged. The shoulder pack subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.